Manufacturer narrative:
Product analysis: analysis found that the ventricular output connector on the external pulse generator (epg) was broken and the lower case was broken. Analysis also noted that all bails and bail covers were missing. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) did not work and the housing was defective. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.